Manufacturer narrative:
Based on the claim against the product by the customer noting that the vessel sealer extend (vse) did not operate properly, an investigation is completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and reported failure was confirmed. Visual inspection found no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument exhibited imprecise motion when the master tool manipulator (mtm)s were manipulated. The instrument would move partially in the intended direction, but it would jerk in another direction without being directed. The instrument's grip tips were not moving intuitively, i.e. They were not following the mtm input commands smoothly. No failures were verified in the logs.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the vessel sealer extend (vse) did not operate properly, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the vessel sealer extend (vse) did not operate properly. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vse instrument was inspected prior to use with no issue. The vse could successfully seal the target tissue. No error message appeared. During the sealing sequence, there was audible signal while the pedal was pressed. The seal cycle completed with the fast audible tones as expected. The tissue was cut properly after it was fully sealed. The target tissue was the mesorectal. There was no unexpected bleeding. There was no procedure delay. The movement of the instrument was delayed and lesser than intended. Sometimes, the instrument moved in the opposite direction of the surgeon¿s command. The issue occurred with the surgeon¿s head inside the high-resolution stereo viewer (hrsv), and it occurred while the surgeon was attempting to manipulate the instrument from the surgeon side console (ssc). There was no shakiness or friction. The issue was persistent. The issue was not resolved during the procedure. The instrument will be returned to isi for analysis.